Event description:
It was reported that a patient presented for a routine generator change on (B)(6) 2023, where it was noted that there was oversensing of noise on the patient's right atrial lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.